Event description:
It was reported that the procedure was to treat a mildly tortuous, concentric, and 75% stenosed proximal left anterior descending artery. A 1.5 x 12 mm mini trek balloon catheter was advanced to the lesion and inflated, but the balloon would not inflate. The device was removed and it was observed that there was a leak at the proximal balloon seal. Another balloon catheter was used for pre-dilatation and a non-abbott stent was implanted to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue; guide cath: heartrail. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.